Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
Visual examination of the returned devices finds damage on the articulating surface of the ceramic head consistent with edge loading. However, this cannot be confirmed as no additional information or investigational inputs were provided. No abnormal wear noted on the acetabular insert. A review of the device history records for the provided product and lot combination found no related deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.